Event description:
It was reported that the patient¿s infusion device was taken out due to infection on (B)(6)2012. The healthcare professional (hcp) was unaware of any diagnostics performed related to the infection. The pump had been used to infuse morphine and gabapentin. No patient outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).